Event description:
Initial reporter indicated to our manufacturing consultant that during an implant procedure, their programming system would not interrogate the pt's old vns generator or new vns generator. The wand battery was changed so, ruled out as a cause of the event. A new programming system was able to interrogate the products. Event likely related to the programming wand. The wand is at the manufacturer pending completion of product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.